Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman catheter segment was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluation was performed. A complete circumferential break was noted to the proximal and distal ends of the catheter segment. The proximal catheter segment was not returned. The edges of the complete circumferential break on the proximal end of the catheter body were noted to be uneven. The surface was noted to be granular in one region and smooth in the other region. Therefore the investigation is confirmed for the reported fracture and leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2025), g3 h11: g1, h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that nine months post a chronic catheter placement, the catheter allegedly leaked. It was further reported that upon radiological check, the inspection allegedly showed extravasation of contrast medium through cracks in the catheter. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sampling is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2025) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nine months post a chronic catheter placement, the catheter allegedly leaked. It was further reported upon radiological check, the inspection allegedly showed the extravasation of contrast medium through cracks in the catheter. Reportedly, the catheter was removed and replaced. There was no reported patient injury.